Event description:
It was reported that during post-dilatation of a stent in the iliac vein, the pta balloon ruptured and detached into two segments. The distal end of the balloon and the distal tip of the catheter then got stuck within the vein. A surgical procedure was performed to retrieve the detached segment. The current status of the pt is unk.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for evaluation. The investigation is currently underway.